Event description:
It was reported the patient had a leadless pacemaker (lp) implanted on 7 nov 2023 where it was reported the patient experienced arrythmia during the procedure. However, the procedure was successful. The evening of the operation, it was observed the lp exhibited pacing failure and low impedance. The following morning, x-ray and fluoroscopy were completed to confirm the lp had dislodged and migrated to the pulmonary artery. An additional procedure was completed to retrieve the device successfully, and a transvenous system was implanted. The patient was reported unstable.